Event description:
This was a left-sided, cardiac lead extraction case conducted in the ep lab to remove a total of 3 leads (B)(4) due to an acute infection. Pre-op x-rays noted the ra lead was far lateral, indicating potential complications during extraction. The pt was prepped with an arterial line, local anesthesia used and fluoroscopy used during the case. All 3 leads were cut and prepped with a lld#2 and two lld-ezs. The md manually pulled the lv into the svc, but no further. Switching to the rv lead, lasing with the 16f glidelight ls and was successfully extracted. Minimal lasing also successfully removed the lv lead. While lasing the ra lead, it dislodged from the wall and became vertical. The md continued lasing to the tip of the lead until it was removed. Soon afterwards the tte noted a cardiac effusion and a pericardiocentesis was performed. During the pericardiocentesis, the pt became asystolic and CPR was briefly performed. Within 3 minutes of performing the pericardiocentesis, the pt's rhythm stabilized and no further bleeding was noted. A pericardiocentesis was performed; the pt was stabilized and transferred to the ICU for recovery. There were no devices retained for return engineering analysis, as they were reportedly disposed of after use by the hospital staff. An internal lhr review noted no issues or nonconformances.